Event description:
It was reported that the subject device had a cut in the cord. The event was identified during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failed water leak test, and leak from cable. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the failed water leak test was due to a cut in the cable, specifically from a leak in the focus button area. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a cut in the cord. The event was identified during preparation for use for an unspecified procedure. There were no reports of patient harm.